Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. The patient failed to troubleshoot the issue and later, the patient lost therapy after the ipg was not charged as recommended. In turn, the patient underwent surgical intervention wherein during the procedure it was observed that the ipg had flipped to its side. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.